Event description:
It was reported on (B)(6) 2026 a unknown amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, there was resistance when advancing the delivery sheath through the septum during transseptal puncture, and the dilator tip was damaged while trying to pass the sheath. The sheath was removed from the patient and replaced with a new 14f amplatzer amulet delivery sheath. The device was implanted. There were no adverse effects to the patient. The patient was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.